Manufacturer narrative:
The reagent lot number is 771955. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial ca2 result was 6.5 mg/dl. The customer questioned the low result which prompted them to repeat the sample. The repeat result was 9.0 mg/dl. The sample was also repeated on another c702 analyzer and the result was 8.8 mg/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The provided calibration was last performed on (B)(6) 2024 and it was acceptable. The qc recovery was provided for 24-sep-2024 and it was acceptable. No qc was provided for the day of the event. The alarm trace did not show any abnormality on the day of the event. The field service engineer (fse) performed module decontamination and socket replacement due to o-rings breaking down. He also replaced the optic pathway. The fse then performed cell blank, photometer reading, and adjustment. He performed a hardware check and the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported afterward.